Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 2/22/99 at a retail vendor. A few days later she sought medical treatment for infection at the piercing site of the left ear. She was prescribed antibiotics.